Manufacturer narrative:
Info provided by user facility to product MFR indicates that the reported event was a broken transducer protector which occurred at initiation of tx. A portion of blood in the extracorporeal circuit was discarded resulting in ebl = 50cc. A new line was set up on same machine to complete tx. Because the complaint sample was discarded, no further investigation is possible. No other complaints have been received for the reported lot and this is considered an isolated incident. No pt injury or need for medical intervention is reported. The complaint sample was discarded at the time of this event. MFR MDR is being filed as an adverse event solely to comply with the FDA's blood loss policy.